Manufacturer narrative:
The pump has been returned to animas for evaluation. Pump settings and delivery history were reviewed with the patient's wife and confirmed as accurate. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release.

Event description:
Patient was hospitalized for elevated blood glucose levels and vomiting.